Manufacturer narrative:
(B)(4). D6b : explant date : (B)(6) 2025 . D10: unknown - unknown persona femoral component - unknown. Unknown - unknown persona articular surface - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Approximately 3 years post-op, the patient was diagnosed with a nickel allergy and their right knee was subsequently revised. All components were revised and replaced with a nickel free implant. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it has been determined that the device did not cause or contribute to the reported event as it does not contain nickel. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.